Manufacturer narrative:
The initial reporter's occupation is not applicable / non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was bupivacaine with concentration 10 mg/ml at a dose rate of 1.875 mg/day and dilaudid with concentration 20 mg/ml at a dose rate of 3.751 mg/day via an implantable pump for non-malignant pain. It was reported that a motor stall occurred. The event occurred during normal use. The patient was experiencing withdrawal symptoms. It was further noted that the patient was feeling malaise and increase pain. It was indicated that the patient knew what it feels like to go through withdrawal and took oral pain meds to ease their symptoms. The pump had started alarming and they called their physician¿s office and informed them of pump alarm. It was further noted that the manufacturer was also notified. As per the pump¿s log provided, a motor stall occurred on (B)(6) 2018 at 05:19 followed by stopped pump period may exceed tube set message on (B)(6) 2018 at 05:19. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient stated they were in a motor vehicle accident six weeks ago and had totaled their car. The patient did not report any injuries associated with the accident, but the patient wondered if it could contribute to motor stall. It was noted that no diagnostic testing or troubleshooting was performed. The physician silenced the alarm and the pump was stopped. The patient was to be admitted to a detox program to reduce the use of opioids. The detox program had been planned before motor stall. It was noted that the physician stated the motor stall couldn't have happened at a better time. The pump would be replaced once the patient completed the program. At this time, no date was set for replacement. The pump remained implanted but out of service. The issue was noted as having been resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The patient¿s medical history and weight were indicated as having been requested but would not be made available. Other medications (oral, etc.) The patient was taking at the time of the report was unable to be obtained. It was noted that the healthcare provider had no further information. No further patient complications have been reported as a result of this event.